Event description:
This 37 year-old black female was admitted to hosp on 5/15/97 with a 53% total body surface area burn over face, torso, arms, back, hands, thighs, and perineum. Dermagraft-tc (d-tc)was not used until 25 days later. Prior to d-tc application, the pt had two surgeries with use of autograft and allograft. She had multiple infections, such as blood positive for klebsiella on 5/27, a green malodorous drainage on right leg on 5/31, extensive autograft loss on 6/5 on both lower extremities, and blood positive for acinetobacter on 6/9. Multiple anitbiotics, systemic and topical, were used. On 6/10 d-tc was applied to right leg. On 6/11 the urine cultured positive for yeast. Fluid under d-tc was cultured on 6/12 and was positive for acinetobacter and pseudomonas. Pt was diagnosed with systemic sepsis syndrome by dr. She died 6/28/97. In dr's opinion, the infection and death were not caused by d-tc, but rather were due to her multiple antecedent medical problems, incuding obesity and systemic sepsis.